Manufacturer narrative:
(B)(6). (B)(4). Product analysis: a visual evaluation of the returned advanix-naviflex stent was loaded in the delivery system. The stent, suture and suture holes did not have any visual issues. The push catheter was kinked in several locations at distal end. The guide catheter was kinked in several locations at proximal end. The guide catheter was kinked in several locations at proximal. A functional inspection was performed. The pull wire was fully retracted, however the guide catheter did not move from its position, therefore the stent failed to deploy. The guide catheter was pulled gently and it was detached from the delivery system. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the catheters. Once the catheters are kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues deploying the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in guide catheter detachment due to friction between the components at kinked areas, once the guide catheter is detached from the delivery system, the stent would not be able to be deployed. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, an ercp procedure was performed for stent implantation due to obstruction of biliary tract, after the stent was placed, the physician attempted to retract the guide catheter for stent deployment, however the guide catheter could not be retracted and the stent was unable to be deployed. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.